Event description:
Philips received a complaint on the patient information center ix indicating that screen is intermittently shutting down and powering back on; patient data is displayed, partially. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the picix hosts restarted because they were disconnected from the primary server. The it/server admin investigated the server issue and indicated that the restarts are no longer occurring, and all telemetry monitoring is restored. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.